Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned assembled with the driveline (dl) cut approximately 9.5¿ from the pump housing and the distal portion of the dl was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-59613 revealed no evidence of depositions or thrombus formations. Rescue tape was observed 20¿ through 22¿, 24¿ through 25¿, and 26.5¿ through 29¿ from the controller connector. Upon removal of the rescue tape, damage to the silicone jacket was observed 26.75¿ from the controller connector (13.25¿ from the pump housing). Electrical continuity testing did not reveal any discontinuities. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield approximately 12.5¿ through 14¿ and 19.5¿ through 21¿ from the pump housing. The clear bionate was unremarkable. Visual examination of the underlying wires revealed breaches in the insulation of the yellow and red wires 10.5¿ from the pump housing, exposing the inner conductors. Breaches in the insulation of the black wire were also observed 12¿ through 12.25¿ from the pump housing. These breaches were proximal to the previous repair site. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages as captured in the submitted log files. If the exposed conductors of any of the wires made simultaneous contact with the metal braided shield, the resulting short would have had potential to cause pump stop events while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange (B)(6) 2019. No further information was provided.